Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remained implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the sac growth of 6.2mm, fractures in the distal bifurcated stent graft and right iliac stent, type iiib endoleak were confirmed. Procedure related harms for this complaint could not be determined. This is consistent with the reported adverse event/incident. Additionally, the clinical evaluation also shows that there was evidence to reasonably suggest proximal stent movement of 8.7mm occurred that was not included in the event as reported. The most likely causation is device related. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately four (4) years post initial procedure, a fracture of the stent above the bifurcation and a type 3 endoleak were reported. An intervention was completed with a cook zenith (non-endologix) main body stent graft and a gore viabahn (non-endologix) limb stent. The patient became unstable and expired post procedure. Note: this patient had a previous reported event for stenosis, reference MDR # 2031527-2021-0031. This patient is involved in a clinical study. Additional information: the clinical assessment determined that there was evidence to reasonably suggest proximal stent movement of 8.7mm occurred that was not included in the event as reported.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. Device remains implanted.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately four (4) years post initial procedure, a fracture of the stent above the bifurcation and a type 3 endoleak were reported. An intervention was completed with a cook zenith (non-endologix) main body stent graft and a gore viabahn (non-endologix) limb stent. The patient became unstable and expired post procedure. Note: this patient had a previous reported event for stenosis, reference MDR # 2031527-2021-0031. This is patient is involved in a clinical study.